Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had scope communication error (b30). The issue had occurred during unspecified procedure which was completed with backup device. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error (e216). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: troubleshooting" on chapter 5 page 108, which includes possible causes and corrective measures for problems that may occur due to equipment configuration errors or the deterioration of consumables. A definitive root cause for the reported events could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.